Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device would not power up. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
The device was not returned to zoll medical corporation for evaluation. Instead, a zoll representative performed an onsite evaluation. The customer's report was observed. However, the report could not be verified. The customer indicated that the device would not be returned. Without receipt of the device, root cause determination could not be made. Analysis of reports of this type has not identified an increase in trend.